Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that his lot met all pre-release specifications.

Event description:
Gore received info indicating this pt underwent a second procedure. Further investigation is being conducted.